Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needles there was insufficient blood flow. A white material was observed on the cannula hub potentially contributing to the flow issues. There was no impact to the patient. Report 4 of 7.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-may-2024. Investigation summary . Material #: 360210. Lot/batch #: 4003277. Bd received 1,400 samples, 1 photo and 1 video for investigation. The photo and video were reviewed and the customer¿s indicated failure modes for insufficient blood flow and foreign matter were observed. Four hundred (400) of the customer samples were evaluated by visual examination and functional draw testing and the indicated failure mode for insufficient blood flow with the incident lot was observed in 130 of the samples. Seventy-five (75) of these samples were put under pressure and the blockage was removed from the cannulas. The blockage appeared to be excess lubrication. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and functional draw testing and the issue of insufficient blood flow and foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes insufficient blood flow and foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needles there was insufficient blood flow. A white material was observed on the cannula hub potentially contributing to the flow issues. There was no impact to the patient. Report 4 of 7.